Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Blood glucose level was up to 400 mg/dl. Customer also reported that they experienced low blood glucose but they did not provided his low blood glucose level. Customer started to ate too much food to treat the low blood glucose and again experienced high blood glucose. Customer reported that his eyes were pasty. Customer treated for their high blood glucose with insulin pump. The customer stated that he was in and out of auto mode during these events. Customer reported that the insulin pump not notifying him blood glucose required. The customer declined troubleshooting for high blood glucose level and wanted to review the sensor concerns. The insulin pump will not be returned for analysis.